Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
Procedure type: laparoscopic vag hysterectomy. According to the reporter: md described failure of versaport plus v2 to retract after insertion into umbilicus incision. Md noted major bleeding after insertion of trocar. Upon exploration, found laceration to small bowel, mesentery and iliac artery. Dates of use: 2010. No other info available.